Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis, and he was treated with an insulin drip. The caller mentioned having scar tissue on his body and he is using the silhouette. No further information was provided.